Event description:
It is alleged by the hospital that a knowles pin (used for the fixation of hip fractures) broke inside the pt's femur. The pt was re-operated on at which time a portion of the fractured knowles pin was retrieved, and a portion remained in situ. The subsequent status of the pt has not been communicated to zimmer.